Event description:
Information was received from a patient and friend/family member who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient couldn't connect to their implant when they went to adjust their stimulation. The patient's family member stated they had been able to feel the implant with their fingers when palpating the skin however the implant moved a little when they touched it and they hadn't ever been able to do that before. The patient had been peeing the bed while they were sick with covid [unrelated] on their blue pads. The patient and caller stated the patient had also had several falls, some on their implant, that occurred prior to covid, during and afterwards. The caller stated the patient had a symptom return probably 8-10 weeks ago or at least that was when the patient had told them about it. The last time they tried to connect had been 6 weeks or so ago and while they connected at that time, connecting had been difficult and the patient no longer felt the stimulation after they made an adjustment by the end of that day. During call, it was  reviewed that given the circumstances of the patient falling on the device, they should reach out to the managing health care provider (hcp) to check the implant. The caller also noted that when they had been at their last appointment the hcp had also mentioned that it would be time to replace the implant soon and the caller indicated that the patient had kept their settings at a higher level on all the programs they tried so the patient could feel the stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they missed hcp appointment with mdt and inquired about rescheduling and hcp looking at device. They also mentioned receiving a letter in the mail from mdt and stated will wait to see hcp before filling out.